Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was discolored/abnormal additive form. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "when checking the products in the warehouse the additives of glucose tubes were clumped . Four boxes were affected."

Manufacturer narrative:
H.6. Investigation: bd received 2 photos from the customer in support of this complaint. The photos were evaluated and show that additive is present in the tubes and is in a clump at the bottom of the tube. This type of powder can exhibit come "clinging" properties that results in a clump being formed, this is not an unusual appearance. Additionally, (B)(4) retention samples were inspected with no issues being identified. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to confirm the customer¿s indicated failure mode because no samples were received at the manufacturing site and the photos do not show the customer¿s failure mode.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was discolored/abnormal additive form. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "when checking the products in the warehouse the additives of glucose tubes were clumped . Four boxes were affected."

Manufacturer narrative:
The following additional information was provided : d.2. Medical device lot#: 1259279. D.4. Medical device expiration date: 2022-12-31. H.4. Device manufacture date: 2021-09-16.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was discolored/abnormal additive form. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "when checking the products in the warehouse the additives of glucose tubes were clumped . Four boxes were affected."